Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Date of the event is unk. It was reported to boston scientific that the rubber bands were not firing consistently. The speedband superview super 7 ligator being used in a banding of varicies in an esophagus procedure, when the rubber bands did not come off bander. They were not able to complete the procedure due to the event. Pt's status was not reported.